Event description:
There was an allegation of questionable results for multiple assays from the cobas e 801 module. The samples were repeated on another analyzer. Patient 1 initial ft4 result was 7.77 ng/dl with a data flag. The repeat result was 1.2 ng/dl. Patient 2 initial tsh result was 0.424 uiu/ml and the repeat result was 7.0 ng/dl. Patient 3 initial ferritin result was 16.5 uiu/ml and the repeat result was 7.0 ng/dl. Patient 4 initial ferritin result was 0.681ng/ml and the repeat result was 2.0 ng/ml the initial ft4 result was 7.77 ng/dl with a data flag and the repeat result was 1.82 ng/dl. Patient 5 initial ft4 result was 7.77 ng/dl with a data flag and the repeat result was 1.30 ng/dl. Patient 6 initial anti-tpo result was >600 iu/ml with a data flag and the repeat result was 16.9 iu/ml. The initial estradiol result was 1739 pg/ml and the repeat result was 612 pg/ml. The initial lh result was 0.300 miu/ml and the repeat result was 2.33 miu/ml. The initial shbg result was 0.800 nmol/l and the repeat result was 49.6 nmol/l the initial testosterone result was 7.77 ng/dl with a data flag and the repeat result was 632 ng/dl. The repeat results were believed correct.

Manufacturer narrative:
The testosterone reagent lot number was 68938400. The tsh reagent lot number was 74189900. The lh reagent lot number was 67493200. The ft4 reagent lot number was 72497400. The anti-tpo reagent lot number was 72995000. The estradiol reagent lot number was 71340000. The shbg reagent lot number was 73520800. The ferritin reagent lot number was 73073100 with an expiration date of 09-sep-2024. The other reagent expiration dates were requested but were not provided. The field service engineer performed vertical and horizontal adjustments of the sample aspiration mechanism, checked for leaks in the hydraulic part of the sipper, reassembled the syringe on the sipper, and performed instrument checks that were all acceptable. The customer did not report further issue after the service actions. The investigation determined the service actions resolved the issue. A general reagent problem was not present because the qc before the event was within ranges.